Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt removed cassette and noticed fluid leaking out of cassette door; he could not identify the leak location. Pt did not require any medical intervention. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval and the complaint is confirmed with one scratch on film cassette, located on left dome. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.